Event description:
Rn taught caregiver to administer rocephin IV via 6060 pump. Dose started & after a few minutes rn noted fluid running out of the pump. Infusion stopped & tubing examined. Soft section of the tubing between the cassette noted to be out of the 1st notch next to where the pump's rollers operate. When squeezed, a pinhole noted on the portion of tubing. New 6060 pump & tubing connected & dose given without problem, 6060 pump rendered inoperable.